Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30oct2018. Philips field service engineer (fse) confirmed the reported issue. The fse rectified the reported issue after starting the unit in diagnostic mode and completing extended self test and short self test. The device successfully passed performance specification testing after starting in diagnostic mode and running these tests.

Event description:
The customer reported a ventilator inoperable error. There was no patient or user harm reported. The event date was not specified; estimate used.